Event description:
It is reported that the patient was revised for an unknown reason.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history record could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.